Event description:
It was reported that a nurse allegedly pinched her finger on the glide system.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional info is received, a follow-up report my be submitted.